Manufacturer narrative:
Product event summary # the pump (B)(4) was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 8 low flow alarms have been logged since (B)(6) 2017. There was an increase in power consumption starting on (B)(6) 2017. 53 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received thrombolysis treatment in the following three hours. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was experiencing high power and received thrombolysis in the following three hours. Hospitalization was required as a result of the event and diagnostic testing was performed. No additional information received at this time.